Manufacturer narrative:
D10: the serial number of the surgical arm is (B)(6) h3, h6: the surgical arm was returned for product analysis. The analysis determined that the finding from the system checkout were confirmed. The surgical arm had an encoder failure, mechanical part failure, body failure, faulty plastic and motor gears, a spring issue, noisy joints, and a communication harness problem. The surgical arm also failed a stress test and accuracy test. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206-04r, serial/lot: (B)(6), h3, h6: a medtronic representative went to the site to perform a system check out and they found the system failed as stress test at joint five. The manufacturer representative removed the j5 3define cover, completed a j5 fm calibration and rebooted the system. The stress test passed, but the advanced accuracy test failed at point six. An error stated, ¿fatal can buss error on node 6¿. The arm was replaced to resolve the issue. B01, c07, d02 are applicable to the system check out. The surgical arm was returned for product analysis. The analysis is still in progress. B21, c21, d16 are applicable to the product analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that upon drilling at l3 the patient jumped. The surgeon checked accuracy with the passive planar probe, and the navigation was off by at least 5mm lateral from midline. The site attempted a snapshot, but the accuracy was still off. The site proceeded with the case successfully with flouro acquisition. There was no patient harm and the procedure was delayed less than one hour.